Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post bi-ventricular (bi-v) pace. Reprogramming oc curred. Later ventricular sensing episodes show evidence suggestive of twos post premature ventricular contractions (pvc) but there are no markers available. The lead remains in use. No patient complications have been reported as a result of this event.